Manufacturer narrative:
Pc-(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: what efforts were made to locate the blade tip during the procedure? No. Was this procedure converted to an open procedure? No, it was open procedure. Are there any plans to locate the piece? Yes. Was there any change in the patient care as a result of this event? No. What is the current patient status? Unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during a laparoscopic hepatectomy, at 09:11, the patient was operated on under general anesthesia. After using the device shortly, the titanium tip was broken. A 3mm breakage piece was left in the abdominal cavity. Due to the large abdominal cavity space, the broken part could not be found. In order to reduce the damage to the patient, the operation continued. After removing part tissue, continued to look for the broken end of the head, washed the abdominal cavity through irrigation, and comprehensively searched the abdominal cavity, the operating table, and the suction bottle, contact the bedside for filming. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 10/11/2022 d4 batch #: v95z24 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on (B)(6), an alert screen was displayed. A probable cause for the device to stop activating and the (B)(6) to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Manufacturer narrative:
(B)(4). Date sent: 8/10/2022. D4 batch #: v95z24. Additional information was requested and the following was obtained: after investigation, the actual batch shall be updated as v95z24. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.